Manufacturer narrative:
As seen through the returned packaging, the coil was returned with the first secondary winding protruding outside the distal tip of the microcatheter. Located 6.0 centimeters off the proximal end of the microcatheter is the proximal end of the coil located by a guide wire. The 30.0 centimeter coil was stretched approximately 150.0 centimeters in length. The device positioning unit (dpu) was returned separated from the coil. The unintended coil detachment off the (dpu) via the detachment fiber was mechanical in nature. The microcatheter was dissected in multiple sections and the coil was found to have been stretched the entire length inside the microcatheter. Located on the top proximal end of the resheathing tool in the open cutout section, the v notch has been fractured with the damaged edge elevated above the surface plane. The locking mechanism has severe compression and stretching damage. No manufacturing defects were found. The sl-10 microcatheter was returned undamaged. It was reported that the coil detached while being advanced halfway into the aneurysm. While the exact conditions that led to the unintended coil detachment in the microcatheter cannot be determined, it is highly likely that this unintended detachment and the stretching of the coil can only occur if the coil was temporarily anchored during a retraction movement which occurs during coil repositioning inside the aneurysm. While it was reported the details of the detachment are unknown, it is most likely possible that the coil may have been temporarily anchored on the coils already dwelling inside the aneurysm (if previously placed), on its self, or the distal tip of the microcatheter. If this did occur then for optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿caution: if repositioning of the microcoil is necessary, carefully observe the motion of the microcoil in respect to the dpu wire while retracting the microcoil under fluoroscopy. If the microcoil movement is not one-to-one with the dpu wire, or if repositioning is difficult, the microcoil may have become stretched and could possibly break. Gently remove and discard the microcoil system. Caution: if the microcoil is positioned at a relative sharp angle to the microcatheter, a microcoil may stretch or break as it is being withdrawn. By repositioning the distal tip of the catheter at or slightly inside the ostium of the aneurysm, the microcoil may be more easily funneled back into the microcatheter.¿ a secondary contributing factor to the coils stretching and unintended detachment inside the microcatheter may have occurred when the microcoil system was first unlocked for use and the sheath was retracted straight back instead of up at a forty-five degree angle and then back. Very limited information was received. When the sheath was pulled straight back, the locking mechanism caught the inside of the v notch of the resheathing tool and became embedded. In addition, the locking mechanism may not have been fully disengaged off the core wire. The sheath also caught the v notches extended edges. This produced a binding action between the device positioning unit (dpu), the sheath, and the coil. This binding action produced significant resistance which may have caused a loss of fiber tension which may have produced possible damage at the articulating junction involving the detachment fiber damage and possible proximal coil damage. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, ¿hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches (1.3 to 2.5 cm) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3¿¿ caution: if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1in. (2-3cm).¿ DHR: a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information and the damages to the device the failures reported by the customer are plausible, however procedural factors outlined in the IFU likely contributed to the event. Without return of concomitant products it cannot be determined if those components had any additional contributions to the complaint event. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The product is expected to be returned for analysis, however it has not been received. Additional information will be submitted within 30 days of receipt. No conclusions are made at this time.

Event description:
It was reported by the rep that during an angiography coiling procedure, that the deltamaxx coil (dmx18124220/lot unknown) became detached within the microcatheter (details unknown) when it was being advanced in the aneurysm. The coil was the last coil in the procedure and was advanced half way into the aneurysm. They were able to withdraw the coil from the patient even though it was detached. It is not specified how the coil was removed; however, it was stated that no additional medical intervention was required to remove the coil. The physician decided not to add any additional coils to the aneurysm and the procedure was complete. There was no adverse consequence to the patient. Device availability is also unknown at this time. There was no significant clinical delay to the procedure as a result of the issue. An adequate continuous flush was maintained through the microcatheter at all times. There was no resistance between the guidewire and microcatheter when accessing the target site. There was no resistance at any time during advancement or withdrawal of the coil through the microcatheter. The microcatheter was not repositioned over the coil while the coil was deployed or partially deployed out of the distal end of the microcatheter.